Manufacturer narrative:
Although the reporting customer was not able to indicate the lot number of the device used in the reported event, they were able to provide the lot numbers of the similar device upns in their inventory. The device history records for those lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The sterility records for these lots were also reviewed and no deviations were noted. The complaint report for 2008 was reviewed for the vaxcel port product family, and the reported failure mode of "infection." No adverse trend was noted. Based on the review of our records and the statement made by the clinical manager at the hospital, there is no reason to believe that a failure of the medical device occurred or was related to the reported event.

Event description:
Hospital reported that a patient who had been implanted with a vaxcel mini port (non-valved port) was diagnosed with an infection in 2008. The port was removed and replaced. It was disposed of and is not available for return. Although the exact lot number of the device was unknown, the hospital provided with the lot numbers, which they currently had an inventory. In further communication, the clinical manager at the hospital indicated that the patient was "very immuno-suppressed with multi system involvement," and they do not believe the event to be device-related. The patient is now "fine" and had no further complications.